Manufacturer narrative:
This report was sent in error as a tear inside the biopsy channel would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited a leaking biopsy channel due to a tear inside. There was no patient involvement.